Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 19-oct-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neuro stimulator. It was reported that high impedance was measure on certain poles of the lead. Reprogramming was done excluding the high impedance poles. The lead was explanted. It was unknown if the issue resolved. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use. Two session reports were provided. The report from (B)(6) 2019 showed multiple pairs with high impedance of 40000 ohms, other pairs with high impedance ranging from 15610-16250 ohms, and other pairs with normal impedance ranging from 790-1080 ohms. There were no impedance results in the report from (B)(6) 2019.

Manufacturer narrative:
(B)(4). Analysis of the returned lead segment (serial # (B)(4)) found broken conductors in the distal end. The distal segment of the lead was received for analysis. No other segments were received. Visual inspection of the connector end and setscrew marks could not be performed as the proximal end of the lead was not returned. Inspection of the conductors verified that the lead was cut. The # 5 and 6 conductor wires were fractured in the electrode weld at the electrode weld site. The outer insulation was cut through. The braid was cut. The stylet coil was cut through. The electrode end was intact and undamaged. Electrical testing determined that the continuity of the conductors was not complete. Circuits # 5 and 6 were open. Circuits # 0-4 and 7 had acceptable continuity. There were no shorts observed between the conductors. If information is provided in the future, a supplemental report will be issued.